Manufacturer narrative:
Submit date: 6/13/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the needle is cracking and breaking off in the pack.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) for lot 604718 indicates that there were zero defects found in 203 visual and 96 physical samples inspected. There was no non-conformance reports (ncr) issued against lot 604718. The in-process inspection records for the molded hubs were reviewed and revealed no issues or defects. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and revealed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no physical samples submitted with this complaint. There was one picture of the reported condition submitted. The picture showed a needle with part of the luer lock ear of the hub broken off and a crack along the base of the hub. The reported condition is confirmed. The exact root cause of the reported condition could not be determined with the available information. A 6m analysis was completed and there was insufficient information available to determine a most likely root cause. A possible root cause of the reported condition involves the user¿s handling/interaction with the device; however, there is not enough evidence to confirm or discard this potential root cause without an actual sample to evaluate. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damaged components. The lot met all defined acceptance requirements and was released. There is no corrective action required at this time because an exact root cause could not be determined based on the available information and the investigation did not identify a systemic issue with the process. If information is provided in the future, a supplemental report will be issued.